Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/delivery excessive no delivery test, occlusion test, self-test, and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no failed batt test and no unexpected batt out limit noted. Insulin pump received with cracked reservoir tube lip noted.

Event description:
Customer reported via phone call that insulin pump received a battery out limit alarm. Customer also needed for newly replaced insulin pump to be programmed. Customer was assisted and returned old insulin pump for failure analysis. Customer's blood glucose was 449 mg/dl, which was treated with a bolus delivery and blood glucose began to lower.